Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the biomed had an arctic sun device that was sent down from the floor for flow issues, biomed received the unit and tried to run a functional check but the flow remained at 0 and would alert 02 (low flow), they had to go into the diagnostic page and read the inlet pressure and it was at -12.4 and circulation pump 0 percentage and remove the fluid delivery line (fdl) and the inlet pressure stayed at -12.0 they explained this was indicative of a failed pressure transducer and would need to come in for service under warranty. System hours were 479.9.

Manufacturer narrative:
The reported issue was confirmed. The root cause was isolated to a faulty pressure transducer. The device was evaluated and the reported issue was confirmed as it was noted that the pre warm inlet pressure was showing -12. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that the biomed had an arctic sun device that was sent down from the floor for flow issues, biomed received the unit and tried to run a functional check but the flow remained at 0 and would alert 02 (low flow), they had to go into the diagnostic page and read the inlet pressure and it was at -12.4 and circulation pump 0 percentage and remove the fluid delivery line (fdl) and the inlet pressure stayed at -12.0 they explained this was indicative of a failed pressure transducer and would need to come in for service under warranty. System hours were 479.9.